Event description:
The journal article reports one patient was lost to follow up due to having the parts removed by another facility.

Manufacturer narrative:
Journal article received indicating possible adverse events. It cannot be determined if the complaints and mdrs had already been filed on the reported cases based on the limited information provided. If additional information is received a follow-up report will be sent. File 3 of 3.